Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap did not locked in place properly during testing due to partially broken retainer and missing o-ring (reservoir tube). Unit was received with: scratched case, battery tube threads - cracked, cracked keypad overlay, missing o-ring (reservoir tube), pillowing keypad overlay, retainer knit line damage, partially broken retainer, stained keypad overlay, missing display window/cover, cracked case-corner of belt clip rails and dented lcd window. In addition upon battery installation, unexpected critical pump error (open book image) was noted. Unit was cut opened and perform visual inspection. Per visual inspection it was determine that the ingress of water corroding electronic assemblies leading to critical pump error (open book image). Isolate to electronic assembly. In summary, customer allegations for cosmetic damages were confirmed during visual inspection when cracked case-corner of belt clip rails and battery tube threads - cracked were noted. In addition critical pump error (open book image) was noted due to corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1781k was requested and customer response was the device returned.